Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown. Not found during salpingectomy nor hysterectomy"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 2, molar pregnancy in 1999 and d & c. Previously administered products included for menorrhagia: mirena iud from 2011 to 2012; for contraception: mirena iud from 2007 to 2009. Concurrent conditions included hemorrhagic cyst, dysfunctional uterine bleeding, uterine fibroids and ovarian torsion. Concomitant products included estradiol (vagifem) since 2016 and spironolactone since 2015. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2015, the patient experienced incontinence ("urgent incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal dryness ("vaginal dryness"), insomnia ("insomnia"), memory impairment ("forgetfulness"), menopausal symptoms ("menopausal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), coccydynia ("tailbone pain") and micturition urgency ("urgent incontinence"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (robotic-assisted supracervical hysterectomy, bilateral salpingectomy) .essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, pelvic pain, vulvovaginal dryness, insomnia, memory impairment, menopausal symptoms, vaginal haemorrhage, menorrhagia, incontinence, dysmenorrhoea, dyspareunia, coccydynia and micturition urgency outcome was unknown. The reporter considered coccydynia, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, incontinence, insomnia, memory impairment, menopausal symptoms, menorrhagia, micturition urgency, pelvic pain, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: plaintiff claimed that her injuries or symptoms decrease or resolve following essure removal. Discrepancy in essure insertion and removal date. Previously reported as insertion date: (B)(6) 2012 and removal date: (B)(6) 2014. As per mr: removal date: (B)(6) 2014. As per mr (B)(6) 2014: left ovarian torsion, with hemorrhagic cyst 10 ml intraoperative bleeding, approximately 100 ml of old blood upon entry and within hemorrhagic cyst. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information added. Essure insertion date updated to (B)(6) 2012 and removal date updated to (B)(6) 2014. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events migration of essure device location of device: unknown. Not found during salpingectomy nor hysterectomy, vaginal dryness, insomnia, forgetfulness, menopausal symptoms, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urgent incontinence, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pregnancy (ectopic), device ineffective, tailbone pain and essure confirmation test: no added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown. Not found during salpingectomy nor hysterectomy"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 2, molar pregnancy in 1999 and d & c. Previously administered products included for menorrhagia: mirena iud from 2011 to 2012; for contraception: mirena iud from 2007 to 2009. Concurrent conditions included hemorrhagic cyst, dysfunctional uterine bleeding, uterine fibroids and ovarian torsion. Concomitant products included estradiol (vagifem) since 2016 and spironolactone since 2015. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2015, the patient experienced the first episode of urge incontinence ("urgent incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal dryness ("vaginal dryness"), insomnia ("insomnia"), memory impairment ("forgetfulness"), menopausal symptoms ("menopausal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), coccydynia ("tailbone pain"), the second episode of urge incontinence ("urgent incontinence") and adnexal torsion ("torsion"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (robotic-assisted supracervical hysterectomy, bilateral salpingectomy) and surgery (ablation after essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, pelvic pain, vulvovaginal dryness, insomnia, memory impairment, menopausal symptoms, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, coccydynia, the last episode of urge incontinence and adnexal torsion outcome was unknown. The reporter considered adnexal torsion, coccydynia, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, insomnia, memory impairment, menopausal symptoms, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal dryness, the first episode of urge incontinence and the second episode of urge incontinence to be related to essure. The reporter commented: plaintiff claimed that her injuries or symptoms decrease or resolve following essure removal. Discrepancy in essure insertion and removal date. Previously reported as insertion date: (B)(6) 2012 and removal date: (B)(6) 2014. As per mr: removal date: (B)(6) 2014. As per mr (B)(6) 2014: left ovarian torsion, with hemorrhagic cyst. 10 ml intraoperative bleeding, approximately 100 ml of old blood upon entry and within hemorrhagic cyst. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received. Events: torsion were added. Lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown. Not found during salpingectomy nor hysterectomy"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 2, molar pregnancy in 1999 and d & c. Previously administered products included for menorrhagia: mirena iud from 2011 to 2012; for contraception: mirena iud from 2007 to 2009. Concurrent conditions included hemorrhagic cyst, dysfunctional uterine bleeding, uterine fibroids and ovarian torsion. Concomitant products included estradiol (vagifem) since 2016 and spironolactone since 2015. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2015, the patient experienced the first episode of urge incontinence ("urgent incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal dryness ("vaginal dryness"), insomnia ("insomnia"), memory impairment ("forgetfulness"), menopausal symptoms ("menopausal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), coccydynia ("tailbone pain") and the second episode of urge incontinence ("urgent incontinence"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (robotic-assisted supracervical hysterectomy, bilateral salpingectomy) and surgery (robotic-assisted supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, pelvic pain, vulvovaginal dryness, insomnia, memory impairment, menopausal symptoms, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, coccydynia and the last episode of urge incontinence outcome was unknown. The reporter considered coccydynia, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, insomnia, memory impairment, menopausal symptoms, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal dryness, the first episode of urge incontinence and the second episode of urge incontinence to be related to essure. The reporter commented: plaintiff claimed that her injuries or symptoms decrease or resolve following essure removal. Discrepancy in essure insertion and removal date. Previously reported as insertion date: (B)(6) 2012 and removal date: (B)(6) 2014. As per mr: removal date: (B)(6) 2014 as per mr (B)(6) 2014: left ovarian torsion, with hemorrhagic cyst 10 ml intraoperative bleeding, approximately 100 ml of old blood upon entry and within hemorrhagic cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.